Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which shows that the distal end of the shaft was broken. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage. Device manufactured date 2016.

Event description:
Additional information was provided on (B)(6) 2024 where the arthrex subsidiary employee stated that the patient had good bone quality and that the incident occurred at the end of the bone punctures, and the surgeon was satisfied with what had already been punctured.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by an arthrex subsidiary employee via sems-06042306 that an ar-1763 chondro pick tip broke off. This occurred during a knee arthroscopy procedure on (B)(6) 2023 while making the micro-drills in patient's knee. The fragment was retrieved and the case was completed.